Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. The extension tubing markings were completely worn. Multiple kink impressions were observed throughout the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the catheter tubing exit site from the molded joint. A partially circumferential split was observed in the catheter tubing within the region of the molded joint. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed dully granular fracture surfaces. The split edges curved inward. Material buckling and discoloration were observed in the vicinity of the split. The fracture features, tensile weakness, buckling and discoloration were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kink, twisting and pulling gradually cause a fracture to form and propagate in the catheter material. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was an issue with piccline. (B)(6) 2021: the returned catheter leaked.